Manufacturer narrative:
Continuation of d10: product ID: 8709, lot# unknown, serial# unknown, implanted: unknown, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 1300 mcg via an implantable pump. It was reported that the event occurred during a procedure regarding replacement of the pump for end of service. The implant date of the catheter was unknown. A catheter break occurred. When they opened the pocket, the catheter was not intact. Breakage occurred between the pocket and spine. No patient symptoms were reported. No diagnostic tests or troubleshooting were performed. There were no known factors that may have led or contributed to the issue. An attempt to implant a new catheter had failed. The catheter was partially explanted. Approximately 40 cm of catheter was explanted. The issue was not resolved as of (B)(6) 2026. The catheter was to be replaced in the future. The patient was without injury regarding their status as of (B)(6) 2026. The catheter would not be returned to the manufacturer as it was discarded.